Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l37096, implanted: (B)(6) 1995, product type: catheter. Product ID: 8590-1, lot# n245020, implanted: (B)(6) 2010, product type: accessory. Product ID: 8703w, lot# l37096, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, osteoporosis and chronic low back pain. It was reported that the patient was having problems since they had the last pump placed. They were supposed to revise it because the catheter is ragged and damaged, but they delayed the surgery because they had a urinary tract infection (uti). The patient has a revision scheduled for (B)(6).. The patient reports a metal taste and burning inside all over. The patient's healthcare provider told the patient that the catheter may be leaking and patient wanted to know if that was what is causing the metallic taste in their mouth. The patient could not get out of pain and could not eat. A dye study was performed and it showed dye was not coming out of the pump. The patient's upper back hurts and burns like it is on fire. The change in therapy/symptoms was considered sudden. The event date was reported as (B)(6) 2015. Additional information received from a consumer reported they were burning up on the inside and reported that it started in (B)(6) 2015 a nd explained that it was problems with liver and colon. The patient also reported that they have "low syndrome" on their pump where it doesn't pump good towards the end. The patient reported that their healthcare provider won't listen and they went to the emergency room (ER) 4 times in 1 week. A healthcare provider told the patient not to get anything as it might interfere with the replacement. The patient wanted to know what to do until their replacement date on (B)(6) 2015. (B)(6) won't pay for replacement pump because of what the hcp puts on the form. Additional information received from a consumer reported they were having their pump repaired and the catheter replaced on (B)(6) 2015. The catheter is "sucking flat" which she observed on x-rays. The catheter was reported to be worn out. The catheter had been implanted for years, but the pump was fastened to those old catheters. The patient was sick with inside burning, with a problem of all organs. The patient wanted their pump also replaced, but medicare won't pay for it for 2 more years. The patient reported that they refused to operate last two weeks to get repaired pump due to medicare not being willing to pay for a new pump, just to repair. The patient has low pump syndrome, and needed help to get my whole body in better shape and to stop the burning. At the time of report the patient isn't currently getting therapy from their pump. Beginning of (B)(6) 2015 the patient became sick with chills and pain on right side and was in the ER 4 times, and has a blocked bowel because the patient has to take oral pain medicine. The patient also has gerd. It was noted that 3 weeks prior ((B)(6) 2015) the catheter issue was identified. The cause and outcome of the event was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.